Manufacturer narrative:
The mobile lift in the event had exceeded its expected lifetime. A hill-rom field svc engineer investigated the device and found the red lever of the quick release hook to be broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The client replaced the parts to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the slingbar wasn't properly hooked and got unhooked. The red lever in the quick release hook was broken. There was no pt or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).